Manufacturer narrative:
Evaluation summary: one handpiece was returned for evaluation. A device history record review for the handpiece lot was conducted. No anomaly was found during the device history record review. The product was released based on the manufacturer's acceptance criteria. The handpiece tip was visually inspected using 20x magnification. The handpiece was visually acceptable. A vacuum and pressure test was performed on the handpiece and the testing was deemed acceptable. Testing was also performed to check for any bubbles to indicate leakage and no bubbles were observed. The evaluation does not confirm a vacuum issue with the handpiece. The handpiece was visually and functionally conforming. Possible sources for the poor vacuum could be from a poor connection of the tubing or the tip to the handpiece, or an issue with the tip used with the handpiece. The manufacturer internal reference number is: 2015-33030

Event description:
A nurse reported that the vacuum did not rise during cataract surgery with intraocular lens (iol) implant while using the irrigation/aspiration handpiece. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress.

Event description:
Additional information was provided by the customer who reported that the handpiece had never worked as it should. Nurses tried it for months and it did not work, so there were many patients involved. No further information is expected.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).